Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) is unknown. No information available to date. No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release, and no problems or issues were identified. No root cause could be determined as the complaint could not be confirmed. No further actions were taken.

Event description:
It was reported that after the pump was turned on at pre-use check, a low battery alarm went off and the pump powered off. No patient injury was reported.